Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results for 1 patient on coaguchek xs meter serial number (B)(4) compared to the laboratory. The result from the meter was 3.7 inr and the result from the laboratory was 2.4 inr. The customer was using two test strip lots. It was not known which lot was used at the time of the event. This medwatch will cover test strip lot: 30497513. Refer to medwatch with patient identifier (B)(6) for information on test strip lot: 32264114. The qc was acceptable. The meter was dirty. Patients were not washing their hands before testing. There was no allegation of an adverse event.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by the recall. Corresponding retention test strips (lot 304975) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.